Manufacturer narrative:
Note, this event occurred in germany, but the reporter was from the united states.

Event description:
Account - (B)(6), sanofi complaint ref# (B)(4), country event occurred - germany. Item, sku, lot# unknown. Event description: check attachment. Note - please check the attachment for additional information. Tmaik 19december2024. As per attachment. Needle (partially) blocked.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.